Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that on (B)(6) 2016 she was found unconscious at home and he called 911. She was taken to the hospital where she was treated for a low blood glucose level of 29 mg/dl. The insulin pump was just vibrating after they inserted a battery. A month ago while exercising, she fell and broke her foot because her blood glucose level dropped to 40 mg/dl. The customer treated her blood glucose level with orange juice and chocolate. The device was not returned.